Event description:
A patient reported experiencing hypoglycemia while using a one touch meter. On event date, patient's blood glucose was 77mg/dl on ot meter. Patient reportedly felt pt was having unknown "hypoglycemic" symptoms. Patient had cold sweat. Paramedics were summoned and transferred patient to hospital. Patient was treated for hypoglycemia in the ER and released. No information on why patient did not report event immediately. No further information has been reported.